Manufacturer narrative:
(B)(4). The opt944 optiflow + adult nasal cannula is an interface used to deliver humidified oxygen to patients and consists of a lightweight delivery tube connected to a rigid plastic base and soft nasal prongs (nasal interface). The interface is held in place by a head strap and features a head strap clip which works in tandem with the tubing clip (attaches to the patient's clothing/bedding) to support the weight of the circuit and prevent the cannula being dislodged. Method: the complaint opt944 optiflow + adult nasal cannula was not returned to fisher & paykel healthcare (f&p) in new zealand for evaluation. Our investigation is thus based on the information and photograph provided by the customer, and our knowledge of the product. Results: the photograph provided was not of sufficient quality to determine the extent of the damage reported by the customer. It was reported that the blue clothing clip was not used. Conclusion: without the return of the complaint device or a photograph that shows the reported damage, we are unable to determine the cause of the reported event. However, it is likely that this was caused by the tube of the opt944 optiflow + adult nasal cannula being pulled. All optiflow interfaces are inspected during production for visual defects including cracks, tears, inclusions, discoloration and stretching or deformation. Any product that fails the visual inspection is rejected. The subject cannula would have met the specification at the time of production. The user instructions which accompany the opt944 optiflow + adult nasal cannula show in pictorial format the correct placement and fitting of the cannula and also warn: "appropriate patient monitoring must be used at all times. Failure to monitor the patient may result in loss of therapy, serious injury or death." "Do not crush or stretch tube, to prevent loss of therapy." "Failure to use the set-up described above can compromise performance and affect patient safety."

Event description:
A healthcare facility in the netherlands reported via a fisher & paykel healthcare (f&p) field representative, that the tubing of an opt944 optiflow + adult nasal cannula was torn. There was no reported patient consequence.

Manufacturer narrative:
(B)(4). The complaint opt944 optiflow + adult nasal cannula is currently en route to fisher & paykel healthcare (f&p) for evaluation. We will provide a follow up report upon completion of investigation.

Event description:
A healthcare facility in the (B)(4) reported via a fisher & paykel healthcare (f&p) field representative, that the tubing of an opt944 optiflow + adult nasal cannula had broken. There was no reported patient consequence.